Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to leave the wall adapter plugged into a working outlet for 30 minutes, and upon follow-up, it was confirmed that the pump began charging successfully. No further assistance was required.